Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient had experienced unusual sensations in the pectoral region. The patient presented remotely via merlin.net and bradycardia was noted on an electrocardiogram (egm). A right ventricular lead dislodgement was suspected. A lead revision was scheduled during which it was noted the right ventricular lead was coiled around the generator. During the procedure an unsuccessful attempt was made to retract and advance the helix. The lead was explanted and a new lead implanted. The patient was stable.